Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray image indicated that the lead remained in position. Technical services (ts) reviewed the reports and noted that there were also noisy signals and low amplitudes on the rv lead channel. Ts noted that the noise was intermittently oversensed. Ts provided troubleshooting actions. The physician is still deciding on the next course of action. The lead remains in use. No adverse patient effects were reported.